Manufacturer narrative:
The insulin pump had intermittent button response due to corrosion on the keypad traces. No button error alarms were noted during testing. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratches on the reservoir tube window, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 200 mg/dl. Nothing further was reported.